Manufacturer narrative:
(B)(4). Updated fields: h6 (type of investigation, investigation findings and investigation conclusions). The device was returned to the factory for evaluation on 03/24/2025. An investigation was conducted on 04/01/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal was observed in the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches; the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.47inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000436446 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they performed opcab and during the loading process of heartstring according to IFU, in step 3, the wings were pressed to fold the seal, but the inner tube was pushed down, so it did not fold properly and the seal came loose. After confirming that the seal could not enter the delivery device through the inside of the window, a new product was used and applied to the patient, and the surgery was completed without any abnormalities in the patient's condition. There was a delay of about 7-10 minutes.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.